Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from the adapter/luer connector during use. The following information was provided by the initial reporter: material no: 383516, batch no: 8214832. Per customer email: unfortunately, we continue to have problems with the nexiva 20g angiocaths. Lot#8214832.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from the adapter/luer connector during use. The following information was provided by the initial reporter: material no: 383516 batch no: 8214832. Per customer email: unfortunately, we continue to have problems with the nexiva 20g angiocaths. Lot#8214832.

Manufacturer narrative:
Units were not returned for investigation, but two photos were provided for evaluation of this incident, photo showns an opened dispenser from product ref. 383516, lot 8214832. The photo also show a 20ga bd nexiva closed IV catheter system single port which consisted of the catheter/adapter and extension tubing assemblies. The unit has traces of thick media and was with the extension tubing separated from within the clear port of the winged adapter (stabilization platform). A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): relationship of device to the reported incident: manufacturing ¿ although the unit was not returned for evaluation; given the trend identified by the qda for this defect and lot number, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.